Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate anti-tachycardia pacing (atp) therapy for a ventricular tachycardia (vt) episode that accelerated the arrhythmia to a ventricular fibrillation (vf). The healthcare provider questioned why the implantable cardioverter defibrillator (ICD) did not alert for additional shocks. The device remains in use. No patient complications have been reported as a result of this event.